Manufacturer narrative:
(B)(6).   (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately calcified and moderately tortuous forearm vessel. A 4.0mmx20mmx40cm sterling¿ balloon catheter was advanced for dilatation and was initially inflated at 14 atmospheres. However, on the second inflation at 14 atmospheres for 60 seconds, the balloon ruptured. The physician completely removed the device from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a sterling balloon catheter with a syringe attached to the device. There was damage found to the tip, and a kink in the wire lumen 11mm from the tip. Inspection under magnification revealed the balloon material was torn 17mm in length. There were no irregularities in the balloon material that could have contributed to the tear. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately calcified and moderately tortuous forearm vessel. A 4.0mmx20mmx40cm sterling¿ balloon catheter was advanced for dilatation and was initially inflated at 14 atmospheres. However, on the second inflation at 14 atmospheres for 60 seconds, the balloon ruptured. The physician completely removed the device from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.